Event description:
Customer reportedly obtained result of 149mg/dl and 67 mg/dl on the aviva system within 10 minutes. Customer ate based on result of 67 mg/dl and symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.